Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the error did not reoccur, allowing the customer to successfully start their sensor session.